Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation , considering the manufacturing year of the device, it was presumed that failure occurred due to age deterioration and possibility of device peeling off due to aging and other factors. In addition, it is assumed that the reported phenomenon occurred as a result of external force such as strong rubbing on the part in normal use including reprocess. As stated on the IFU (instruction for use) the user manual states: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found leak under the unit k-lever. The c-body forceps cover glue was observed to be peeling. The a-rubber¿ glue was found with a crack. Multiple broken elements found on um (ultrasound image) and camera switch #15 found self-function due to fluid invasion. Based on evaluation findings the reported issue was confirmed, found to be due to leak on the k-lever unit and fluid invasion. Investigation is ongoing therefore the root cause of the failure cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
Leaking at control body, device take pictures without pressing button, goes in and out of the nbi (narrow band imaging) was reported. The issue occurred during unspecified procedure. There were no further details provided regarding the event. No patient harm, no user injury reported.